Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for carbamazepine (carb) on two patient samples. The customer noted they have been having trouble with carb for a long time. Their qc drops about one unit every day after calibration. It goes back up once they calibrate again, which they are doing about every 7 days. The customer also indicated their sister sites are having similar issues, but the customer could provide no further details. A patient correlation was performed on (B)(6) 2014, and the results did not match. The customer changed reagent lots on (B)(6) 2014. The customer was 100% certain the reagent was prepared correctly and followed roche instructions. After calibration, the level 1 qc was too high and they had to calibrate again to get qc within range. The customer also indicated that it is their protocol to mix the reagent every day before qc is performed, but the customer didn't know if this was being followed. The customer stated they had changed qc lots in (B)(6) 2013, but the issue was observed with the old lot of qc as well. Customer support confirmed that the reagent is prepared directly out of the refrigerator. The customer let it sit 15 minutes after prep before loading on the instrument. The customer was not sure about mixing the reagent 5 times before loading, but indicated the reagent is definitely on board for 30 minutes prior to use. The customer provided the following results, which are all in ug/ml. On (B)(6) 2014 at 09:00, patient 1 had a carb result of 2.7, accompanied by a data flag with reagent lot 68535101. The sample was repeated on (B)(6) 2014 at 14:38 and generated a result of 3.785, accompanied by a data flag with reagent lot 68990501. On 02/03/2014 at 23:00, patient 2, a (B)(6) female, had a carb result of 2.4, accompanied by a data flag with reagent lot 68535101. The sample was repeated on (B)(6) 2014 at 14:58 and generated a result of 3.446, accompanied by a data flag with reagent lot 68990501. The customer indicated that the results that were generated with reagent lot 68535101 were reported outside of the laboratory. The customer did not know which results were correct. They had not generated any corrected reports because all of the values are below their therapeutic range of <4 ug/ml. There have been no complaints about patient results. There were no adverse events. The customer indicated that all other correlations have been within 15% in the past, and that all negative results (<0.5 ug/ml) always repeated negative. The lot numbers for the carb reagent in use were 68535101, with an expiration date of 04/30/2014 and lot 68990501, with an expiration date of 01/31/2015. The field service representative (fsr) indicated that the customer had noted residue on the external tip of the sample probe. The fsr found the sample probe external wash did not have enough flow. He adjusted the external wash. A precision check was performed. The customer verified controls. The instrument was performing to specification.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of relevant information. The information was requested, but was not provided by the customer. It was noted that the most probable root cause could be related to a gradual deterioration of the sample volume as residue was found on the sample probe and the external wash volume was not sufficient.